Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that the customer was hospitalized; details and nature of hospitalization were not provided as the customer did not return tandem technical support attempts to gather additional information. Customer reverted to an alternate method of insulin therapy.